Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving unknown baclofen 500mcg/ml for a total dose of 55mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 patient's father did not think the therapy was working, and patient's father thought the pump may be empty. It was noted that this was the first time the healthcare professional (hcp) was seeing this patient. Hcp interrogated the pump and the expected reservoir volume (erv) was 4.5. Reported symptoms included: occasional spasms and maybe increased tightness. The location of the symptoms was noted as other. Hcp reported it does not appear the patient was having increased spasticity or underdosing, but she has nothing to compare it to as this is the first time hcp was seeing the patient. It was suggested reading the pump logs, and caller was walked through how to obtain. It was also suggested accessing reservoir to compare volumes. Hcp may consider changing the dose as the dose is low. Event date was noted as (B)(6) 2017.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.